Manufacturer narrative:
(B)(4) - dyspareunia; exposure. Additional narrative: it was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient underwent cystoscopy of vaginal mesh on (B)(6) 2006, excision of exposed vaginal mesh on (B)(6) 2007 and revision of vaginal mesh on (B)(6) 2009, (B)(6) 2010, (B)(6) 2011. All procedures were done due to pelvic/vaginal pain, dyspareunia, incontinence, infections and vaginal bleeding.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date to treat pelvic organ prolapse and urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent cystoscopy, urethrolysis, and incision of autologous pubovaginal sling on (B)(6) 2012 due to bladder outlet obstruction. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 07/15/2016. It was reported that following insertion the patient experienced incontinence and frequency. It was reported that patient underwent autologous pubovaginal sling on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced very rare stress incontinence, occasional urgency nocturia and urge incontinence.